Manufacturer narrative:
The device involved in the reported incident has been received and is under evaluation. An investigation initiated based on the reported information.

Event description:
The user facility reported that the device slipped and did not hold the head. No patient injury has been reported.